Manufacturer narrative:
This product has been voided and moved to the associated products. This event will be further reported under MFR 0009613350-2021-00166. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
This product has been voided and moved to the associated products. This event will be further reported under MFR 0009613350-2021-00166.

Manufacturer narrative:
This product is manufactured by zimmer biomet winterthur and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet winterthur manufactures a similar device that is cleared or distributed in the united states. D10: medical products: revitan, distal part, curved, uncemented, 20/200; catalog#: 01.00406.220; lot#: 2697534 biolox head hip impl win gen; catalog#: unknown; lot#: unknown. Therapy date: (B)(6) 2021. Additional information was received on apr 28, 2021. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. The manufacturer received x-rays and other source documents (surgical reports) for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted on the right side and underwent a revision surgery due to implant fracture.

Manufacturer narrative:
Medical products: revitan proximal stem hip impl win gen; catalog#: unknown; lot#: unknown. Therapy date: (B)(6) 2021. The manufacturer received other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that patient was implanted on an unknown side and underwent a revision surgery due to unknown reasons.